Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 213 mg/dl. The customer doesn't recall any significant event that may have led to the device alarming. Customer was advised to discontinue use of the device and revert to back up plan. The customer agreed to return the device to for analysis.

Manufacturer narrative:
No button error alarms noted. However the pump had intermittent button response due to moisture damage on the keypad traces. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.